Event description:
The complainant reported the patient was on impella 5.5 support. While on support, placement signal unknown alarms occurred. Echocardiography performed showed proper placement, mid-left ventricle pointed towards apex, inlet measuring 5.5cm from atrioventricular (av). The physician did not feel the need to reposition or make any changes. Furthermore, the patient had a slight ooze at the access site. The staff was aware and monitored. Moreover, the anticontamination sleeve broke during support. The site was no longer sterile for repositioning. Support continued. The abiomed medical safety officer reviewed and determined there was no console exchange or interruption in therapy or information that suggests such for the optical signal/placement signal issues during the ~6-month support duration. The patient expired for causes non-related to the impella devices, and impella devices (pump and automated impella controller) are not an associated factor in the demise outcome. The patient was waiting on a transplant and subsequently had been determined unable to get the transplant due to their condition. The patient declined any further line placement or advanced treatment.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cut pump was returned for investigation. No investigation could be performed due to the cut catheter on the returned product. The data log shows downward placement signal drift followed by the spike to 3000 with a placement signal not reliable (psnr) alarm on 75th day of use. No abnormalities were noted in the optical signal parameter. The cause of the placement signal issue was sensor silicone wear beyond the intended design life of 60 days, based on data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.